Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. The event can be detected/prevented by following chapter 6 application and conditions of cleaning, disinfection, and sterilization and chapter 7 cleaning, disinfection, and sterilization procedures in the instructions for use. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus, the evis lucera ultrasound gastrovideoscope had an air leak from angle knob. There was no report of patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign matter came out from forceps channel due to insufficient cleaning.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of an air leak from angle knob was not confirmed. In addition to evaluation in b5, due to wear of grip, water tightness was lost. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. The adhesive on the bending section cover was detached. The adhesive on bending section cover had a chip. The adhesive on the bending section cover had a crack. The elevator channel plug was loose. The connecting tube had a scratch. The connecting tube had a dent. Due to damage on ultrasonic probe, displayed ultrasound image was defective with missing elements. The acoustic lens was damaged. The switch button 3 had a scratch. The scope cover plate had peeling. Reprocessing of subject device the customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. It is unknown when the foreign object adhered to the scope. Water was aspirated through the instrument/suction channel. There were no abnormalities in the accessories used for reprocessing. The instrument channel outlet was wiped/brushed with clean lint-free cloths, brush, or sponge. The instrument channel, instrument channel port, and suction cylinder was brushed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.